Event description:
It was reported to baxter (B)(4) that a colleague infusion pump overdelivered during patient use. The device was infusing an unknown patient with potassium and phosphate drugs, and the infusion was completed sooner than the facility expected. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that an angio-seal was selected for use in the right femoral arteriotomy. Two days later, the patient experienced a hematoma and surgery was performed. Seven days later, CT scan was performed to diagnose the bleed and an internal infiltration in the ileo-psosas muscle was found. Later at an unk date, the patient expired. The patient's death was not correlated to the angio-seal device.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of an overinfusion. The root cause could not be determined. No repairs were necessary to repair the reported condition. Service history review determined that the device was serviced twice prior to this event. It was serviced on may 8, 2006 for a software upgrade and on october 13, 2009 for a d2 upgrade. It has not been serviced for the same problem as the current complaint. The user interface module master software version is 6.13.92, which is classified as remediated. A follow up report will be submitted if additional information becomes available.